Event description:
As reported by the field, during an endovascular embolization to an aneurysm at the left internal carotid artery c6 segment, an enterprise2 4mmx23mm intracranial stent (encr402312, 8484769) became impeded in proximal of ana prowler select plus microcatheter (606s255x, 31197129) and could not advance any more. The physician retracted the stent and delivered it again, it was with the same issue. The physician retracted the stent to the sheath and switched to a new stent to complete the surgery. The microcatheter was not replaced. The patient was in good condition. The device did not appear damaged. Nothing was noted to be obstructing the microcatheter. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, the stent was already detached from the unit and deformed.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis of the device received, the stent was already detached from the unit and deformed. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were found in good condition. The stent component was inspected under microscopic magnification, and both ends were noted to be completely flared; however, one strut was broken and another was noted to be bent. The issue reported regarding the stent being impeded in the proximal of the microcatheter could not be evaluated through a functional test; the stent must still be attached to the delivery wire and inside the introducer tube to perform the functional analysis. The reported issues can be confirmed based on the damage found in the stent, which suggests that the device was subjected to certain manipulation that could also have caused the stent to disengage from the delivery wire which ultimately resulted in the stent bent/breakage. It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8484769. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.